Event description:
It was reported that a new dexcom g6 sensor and transmitter did not pair with the ilet pump, with the pump displaying searching for transmitter and the cgm information showing an incorrect sensor code while the sensor was warming up on the g6 app. Symptoms included no clinical effects reported. Outcomes included temporary loss of cgm data to the ilet only. Investigation included guided troubleshooting and education, including shutting down a previously paired pump, verifying and re-entering the transmitter and sensor serial numbers on the ilet, and planning a follow-up to confirm completion of pairing after warmup. Investigation of this case revealed that interference from a previously paired device and an incorrect sensor code on the ilet were likely contributing factors to the pairing failure. It was concluded that the event was related to connectivity and configuration during setup rather than a device malfunction, with resolution expected after corrective steps and warmup completion.